Event description:
Adverse event(s): "no pt impact reported" (no consequences or impact to pt). Product problem(s): "will not prime" (failure to prime). A customer reported the unit would not prime. This event occurred during setup. The cassette was reseated and the vacuum tubing was switched out. On the third attempt, they were able to prime the system and complete the case. A delay of 15 minutes was experienced. There was no pt impact reported.

Manufacturer narrative:
A company service rep examined the system and was unable to duplicate the reported problem. Preventive maintenance was performed. The system was then tested and met all product specifications. (B)(4).